Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, unusual resistance was encountered during the crimping of the inflow part, causing it to get stuck in the inflow cone. The valve advanced the capsule slightly and the loading procedure was completed. A fluoroscopy check revealed an infold beyond node 4. A new valve was then loaded into a new loading system with fresh cold saline and the crimping process showed the same resistance during crimping of the inflow, causing it to get stuck in the inflow cone. An infold to node 4 was observed during the fluoroscopy check again. Despite the persistent infold during implantation, the valve was implanted and released from the delivery system, and a 25 millimeter non-medtronic balloon catheter was used to successfully treat the infold, resulting in an excellent hemodynamic outcome. The procedure was prolonged by approximately 15 minutes. Additional information was received to report the valve was loaded by an experienced valve loader. The physician clarified there was no anomaly of the patient anatomy that contributed to the infold of the valve frame.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, unusual resistance was encountered during the crimping of the inflow part, causing it to get stuck in the inflow cone. The valve advanced the capsule slightly and the loading procedure was completed. A fluoroscopy check revealed an infold beyond node 4. A new valve was then loaded into a new loading system with fresh cold saline and the crimping process showed the same resistance during crimping of the inflow, causing it to get stuck in the inflow cone. An infold to node 4 was observed during the fluoroscopy check again. Despite the persistent infold during implantation, the valve was implanted and released from the delivery system, and a 25 millimeter non-medtronic balloon catheter was used to successfully treat the infold, resulting in an excellent hemodynamic outcome. The procedure was prolonged by approximately 15 minutes.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0012245463); product type: 0195-heart valves. Product ID l-evolutfx-34 (lot: 0012408653); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0012564401); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012202119); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.